Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibia punch handle will not retain punches when being extracted from the patient. No surgical delay

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device was unable to replicate the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.